Event description:
Customer's father reported that the customer had been experiencing high blood glucose levels above 400 mg/dl. Caller reported treating with a manual injection. Caller reported that there was an open circle on the insulin pump's display earlier in the day of the call. Blood glucose level at the time of the call was 322 mg/dl. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.